Manufacturer narrative:
F/u report will be filed if add'l info becomes avail.

Event description:
It was reported by the clinician, that the catheter was inserted into a female pt without difficulty and was stabilized. While they were connecting the extension 3-way tubing, it would not seal properly and was "sucking air". As a result, another kit was opened and the 3-way tubing was used from that kit. There were no pt complications reported.